Event description:
During an in-clinic follow-up, noise, low pacing impedance, high capture threshold, and a loss of sensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but could not be confirmed, to be the cause of the electrical anomalies. The device was reprogrammed to resolve the event. The patient was in stable condition.